Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an erroneous duplication of data points on the continuous glucose monitor graph. No additional patient or event information was available. During troubleshooting with tandem technical support, the continuous glucose monitor graph was reviewed and it was determined that there was no erroneous duplication of cgm data.